Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set issue on (B)(6) 2025 as insertion device fell upon insertion and noticed that the cannula was bent in the needle, meant that the needle pierced through the cannula when applying it to the skin. The patient replaced infusion set and resumed insulin deliveries successfully.